Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that part broke off during inserting screws in plate. The surgery was prolonged about 5 mins. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.